Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: there were call service 054 alarms observed in the pump's black box following a replace battery alarm on (B)(6) 2016. The pump was exercised for 24 hours with no power issues or alarms duplicated. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm